Manufacturer narrative:
H6: patient code e061202 added.

Event description:
It was reported an air embolism occurred. A left atrial appendage closure (laac) procedure was being performed on a patient under deep sedation. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The transeptal puncture (tsp) was performed successfully. As the dilator was being exchanged for the pigtail catheter, the physician reported that the patient aspirated approximately 20cc of air. St elevation changes were noticed, along with left ventricle (lv) and right ventricle (rv) dysfunction, and the patient blood pressure dropped. Atropine and epinephrine were administered. A coronary angiography was performed and 100% o2 (oxygen) was administered. No air was noticed in the coronaries at the time and the laac procedure was completed. The st elevation resolved, and the patient was discharged.

Event description:
It was reported an air embolism occurred. A left atrial appendage closure (laac) procedure was being performed on a patient under deep sedation. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The transeptal puncture (tsp) was performed successfully. As the dilator was being exchanged for the pigtail catheter, the physician reported that the patient aspirated approximately 20cc of air. St elevation changes were noticed, along with left ventricle (lv) and right ventricle (rv) dysfunction, and the patient blood pressure dropped. Atropine and epinephrine were administered. A coronary angiography was performed and 100% o2 (oxygen) was administered. No air was noticed in the coronaries at the time and the laac procedure was completed. The st elevation resolved, and the patient was discharged.